Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n192917013, implanted: (B)(6) 2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving (240 mcg/ml at 95.92 mcg//day), (2.0 mg/ml at .7993 mg/day), and (bupivicaine 1.5 mg/ml at .5995 mg/day) via an implantable pump for intractable spasticity. It was reported that patient went into baclofen withdrawal day after his pump replacement. They were currently in intensive care unit (ICU) with high fever and rigidity been treated. The environmental factors that have led to the issue is not known. The issue was not resolved at time of the report. The physician  gave a large bolus dose(unknown exact dose) of baclofen last night. Patient temperature was 107. This morning, the patient fever went down but patient still had rigidity. The patient status at time of the report was alive with injury.

Event description:
Additional information received from the company representative (rep) stated that the healthcare provider stated the patient passed away on saturday morning (B)(6) 2022. The cause of the patient symptoms was notably not determined additional information received from the healthcare provider stated , when questioned as to the relationship of the patient's passing to the medtronic device/therapy, the hcp stated that it was difficult to know if it was related or not. The patient was noted to be in poor health prior to the replacement surgery and had been hospitalized several times, the last of which was for a heart issue. The patient's poor health was stated to be unrelated to the medtronic device or therapy and was the reason the replacement surgery had been delayed several times. The hcp further reported that they considered not doing the replacement, but that the device was running up against battery depletion - no allegation of abnormal depletion. The patient was noted to have already been dnr/dni prior to device replacement. No autopsy or toxicology testing is to be performed. The events were again summarized as previously reported, hcp stated that several baclofen boluses were given, initially with no effect, but then the patient woke up on friday and their temperature had returned to normal. At that time, it was decided that the patient wanted comfort cares only. Review of pump logs revealed no anomalies or programming issues. The hcp stated that the replacement procedure was uncomplicated, the catheter flowed freely, the medication was placed from the old pump in to the new, no dose change was made, there was no interruption to drug flow for greater than 20 minutes, and that the patient did well initially. The patient began to exhibit symptoms of baclofen withdrawal 24 hours after surgery (rigidity and high fever) and the patient was bloused, with predominately baclofen, several times as previously indicated. No diagnostic tests were performed in relation to the device and there was no reason to suspect that the drug was not being delivered as expected. To remove concern for an issue with the drug, following post-mortem pump removal, the drug admixture was tested via mass spectrometry and was found to be consistent with expectation - no concern of inadvertent dilution. No additional information was known and the hcp again stated that it was unclear if the medtronic device/therapy was related to the events.

Manufacturer narrative:
The pump and catheter were returned. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection of the sutureless connector (sc) identified {coring/tearing/cuts} in the cup of the connector for the catheter. The returned device passed all testing in the laboratory and no anomalies were identified on the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.